Manufacturer narrative:
(B)(4). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly and fluctuating. Additionally, the pump shut off unexpectedly and the touch screen was intermittently unresponsive. There was no reported adverse impact to the customer's blood glucose (bg) level. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.